Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced stimulation issues following a non device related fall. It was determined that the leads had migrated, and the patient underwent an explant procedure wherein the entire scs system was removed. The device was not returned for analysis as it was disposed of by the medical facility.